Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with acute myocardial infarction. The vessel was prepped with a compliant balloon and the 3.0x18 mm xience sierra stent was implanted. No post dilatation was performed and there were no issues noted with deployment of the stent. There was residual stenosis noted angiographically, which the physician stated was the stent clotting off. The thrombosis was treated medically. No additional information was provided.